Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 45-year-old female patient who had essure (batch no. C69246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". Concomitant products included rizatriptan (maxalt) since 2017, thyrar (eutroid) since (B)(6) 2017 and topiramate since 2009. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2017, 1 year 7 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with surgery ((B)(6) 2017 by hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and alopecia had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, coital bleeding and hormone level abnormal outcome was unknown and the dyspareunia and migraine was resolving. The reporter considered alopecia, bladder disorder, coital bleeding, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication.lot number added. Events vaginal bleeding, menorrhagia, apareunia, bladder disorder, urinary tract problems, dyspareunia, fatigue, gastrointestinal or digestive system condition, hair loss, bleeding after intercourse, hormonal changes, migraine and did not have hsg performed following insertion of essure micro-inserts nos added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus") and pelvic pain ("pain") in a 45-year-old female patient who had essure (batch no. C69246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" and medical device monitoring error "essure placement and novasure endometrial ablation was performed on the same day.". The patient's past medical history included migraine, vertigo and headache. Concurrent conditions included endometrial curettage, irritability, tension, anxiety, bloating, depressed mood, breast pain, tenderness, low back pain, ovarian cyst, heavy periods, anemia (mild.), excessive menstruation and metrorrhagia (frequent menstruation.). Concomitant products included rizatriptan (maxalt) since 2017, thyrar (eutroid) since (B)(6) 2017, topiramate since 2009 and zolpidem tartrate (ambien). On an unknown date, the patient started topiramate 25 mg at an unspecified frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2017, 1 year 7 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and migraine ("migraine"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy- oophorectomy) and surgery ((B)(6) 2017 by hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, coital bleeding and hormone level abnormal outcome was unknown, the pelvic pain, fatigue and alopecia had resolved and the dyspareunia and migraine was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered alopecia, bladder disorder, coital bleeding, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming :device expulsion, menorrhagia, pelvic pain, dyspareunia. Medical device monitoring error. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received - new event "foreign body in the uterus" was added. New reporter were added. Historical and concomitant conditions were added. On 1-mar-2018: medical records received, event added per mr: essure placement and novasure endometrial ablation was performed on the same day. Follow-up 2 and follow-up 3 process together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus") and pelvic pain ("pain") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" and medical device monitoring error "essure placement and novasure endometrial ablation was performed on the same day.". The patient's past medical history included migraine, vertigo, headache, unwanted pregnancy, multigravida, parity 2 and abortion. Concurrent conditions included endometrial curettage, irritability, tension, anxiety, bloating, depressed mood, breast pain, tenderness, low back pain, ovarian cyst, heavy periods, anemia (mild.), excessive menstruation, metrorrhagia (frequent menstruation.), menstruation abnormal since (B)(6) 2015, lower abdominal pain since (B)(6) 2016, painful intercourse since (B)(6) 2016, post coital bleeding since (B)(6) 2016, right lower quadrant pain since (B)(6) 2016, abdominal pain since (B)(6) 2016, pap smear abnormal (for cervical cancer screening) since (B)(6) 2016 and gallbladder disease. Concomitant products included rizatriptan (maxalt) since 2017, thyrar (eutroid) since (B)(6) 2017, topiramate since 2009 and zolpidem tartrate (ambien). On an unknown date, the patient started topiramate 25 mg at an unspecified frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2017, 1 year 7 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), hepatic enzyme increased ("gastrointestinal or digestive system condition type-elevated liver enzymes"), urinary tract infection ("bladder or urinary problems or changes: uti"), urine abnormality ("bladder or urinary problems or changes: uti"), perineal pain ("perineal pain"), dysuria ("bladder or urinary problems or changes: uti"), mood swings ("hormonal changse-mood swings"), abdominal pain ("pain abdominal"), back pain ("pain back") and arthralgia ("pain joint"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy- oophorectomy) and surgery ((B)(6) 2017 by hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, coital bleeding, hormone level abnormal, hepatic enzyme increased, urinary tract infection, urine abnormality, perineal pain, dysuria, mood swings, abdominal pain, back pain and arthralgia outcome was unknown, the pelvic pain, fatigue and alopecia had resolved, the vaginal haemorrhage and menorrhagia had not resolved and the dyspareunia and migraine was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, coital bleeding, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, hepatic enzyme increased, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, perineal pain, urinary tract disorder, urinary tract infection, urine abnormality and vaginal haemorrhage to be related to essure. The reporter commented: because the novasure ablation was going to be performed, the essure was placed where only 1 coil was visualized at the tubal ostia. In a similar fashion, an essure coil was placed on the patient's left side. At that point, attention was turned to endometrial ablation. He novasure device cavity length was 6.5 cm. Cavity width was 4.7 cm. Diagnostic results: on (B)(6) 2015, procedure: I. Hysteroscopy. 2. Essure tubal occlusion. 3. Endometrial curettage. 4. Novasure endometrial ablation. Findings: 1. Normal-appearing uterine cavity on hysteroscopy. 2 uterus did sound to 10 cm prior to ablation. Summary: patient with gravida 3, para 2, abortions 1 with a long history of menorrhagia. She was counseled on management options and wished to undergo endometrial ablation and essure tubal ligation. Surgical pathology report: final diagnosis: endometrial curetting¿s: disordered proliferative endometrium. No evidence of hyperplasia or malignancy. On (B)(6) 2016, she states the severity of pain is 6/10 on the pain scale and it has a dull, a sharp, and an intermittent quality. She also complains of bleeding after intercourse. Painful intercourse. On (B)(6) 2017, operative report: procedure performed: total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform. Preoperative and postoperative diagnoses: pelvic pain, foreign body in the uterus, left ovarian cyst, menorrhagia. Final diagnosis: right and left fallopian tubes: benign paratubal cyst right, bilateral paroximal intraluminal metallic coils consistent with essure devices. Gross description: extending from each cornua into the base of each fallopian tubes are coiled metallic wires consistent with essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming :device expulsion, menorrhagia, pelvic pain, dyspareunia. Medical device monitoring error. Quality-safety evaluation of ptc: c69246,c59746,c68246 invalid lot numbers: unable to confirm complaint, most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot numbers c69246,c59746,c68246 were invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus") and pelvic pain ("pain") in a 45-year-old female patient who had essure (batch no. C69246,c59746,c68246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" and medical device monitoring error "essure placement and novasure endometrial ablation was performed on the same day.". The patient's past medical history included migraine, vertigo, headache, unwanted pregnancy, multigravida, parity 2 and abortion. Concurrent conditions included endometrial curettage, irritability, tension, anxiety, bloating, depressed mood, breast pain, tenderness, low back pain, ovarian cyst, heavy periods, anemia (mild.), excessive menstruation, metrorrhagia (frequent menstruation.), menstruation abnormal since 23-jul-2015, lower abdominal pain since 29-mar-2016, painful intercourse since 29-mar-2016, post coital bleeding since 29-mar-2016, right lower quadrant pain since 29-mar-2016, abdominal pain since 29-mar-2016 and pap smear (for cervical cancer screening) since 29-mar-2016. Concomitant products included rizatriptan (maxalt) since 2017, thyrar (eutroid) since march 2017, topiramate since 2009 and zolpidem tartrate (ambien). On an unknown date, the patient started topiramate 25 mg at an unspecified frequency. On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In december 2015, the patient experienced fatigue ("fatigue"). In march 2016, the patient experienced alopecia ("hair loss"). In august 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On 22-mar-2017, 1 year 7 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and migraine ("migraine"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy- oophorectomy) and surgery (22-mar-2017 by hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on 22-mar-2017. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, coital bleeding and hormone level abnormal outcome was unknown, the pelvic pain, fatigue and alopecia had resolved and the dyspareunia and migraine was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered alopecia, bladder disorder, coital bleeding, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: because the novasure ablation was going to be performed, the essure was placed where only 1 coil was visualized at the tubal ostia. In a similar fashion, an essure coil was placed on the patient's left side. At that point, attention was turned to endometrial ablation. He novasure device cavity length was 6.5 cm. Cavity width was 4.7 cm. Diagnostic results: on 12aug2015, procedure: I. Hysteroscopy. 2. Essure tubal occlusion. 3. Endometrial curettage. 4. Novasure endometrial ablation. Findings: 1. Normal-appearing uterine cavity on hysteroscopy. 2 uterus did sound to 10 cm prior to ablation. Summary: patient with gravida 3, para 2, abortions 1 with a long history of menorrhagia. She was counseled on management options and wished to undergo endometrial ablation and essure tubal ligation. Surgical pathology report: final diagnosis: endometrial curetting¿s: disordered proliferative endometrium. No evidence of hyperplasia or malignancy. On 29mar2016, she states the severity of pain is 6/10 on the pain scale and it has a dull, a sharp, and an intermittent quality. She also complains of bleeding after intercourse. Painful intercourse. On 22mar2017, operative report: procedure performed: total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform. Preoperative and postoperative diagnoses: pelvic pain, foreign body in the uterus, left ovarian cyst, menorrhagia. Final diagnosis: right and left fallopian tubes: benign paratubal cyst right, bilateral paroximal intraluminal metallic coils consistent with essure devices. Gross description: extending from each cornua into the base of each fallopian tubes are coiled metallic wires consistent with essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming :device expulsion, menorrhagia, pelvic pain, dyspareunia. Medical device monitoring error. Most recent follow-up information incorporated above includes: on 29-mar-2018: medical record received. New reporters added and case updated to medically confirmed. Patient¿s historical condition, concomitant disease and lab data were added. Essure lot numbers were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus") and pelvic pain ("pain") in a 45-year-old female patient who had essure (batch no. C69246,c59746,c68246 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included topiramate. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" and medical device monitoring error "essure placement and novasure endometrial ablation was performed on the same day.". The patient's medical history included migraine, vertigo, headache, unwanted pregnancy, multigravida, parity 2 and abortion. Concurrent conditions included endometrial curettage, irritability, tension, anxiety, bloating, depressed mood, breast pain, tenderness, low back pain, ovarian cyst, heavy periods, anemia (mild.), excessive menstruation, metrorrhagia (frequent menstruation.), menstruation abnormal since (B)(6) 2015, lower abdominal pain since (B)(6) 2016, painful intercourse since (B)(6) 2016, post coital bleeding since (B)(6) 2016, right lower quadrant pain since (B)(6) 2016, abdominal pain since (B)(6) 2016, pap smear abnormal (for cervical cancer screening) since (B)(6) 2016 and gallbladder disease. Concomitant products included () since march 2017, rizatriptan benzoate (maxalt) since 2017, topiramate since 2009 and zolpidem tartrate (ambien). On an unknown date, the patient started topiramate 25 mg at an unspecified frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), urinary tract infection ("bladder or urinary problems or changes: uti"), urine abnormality ("bladder or urinary problems or changes: uti"), perineal pain ("perineal pain"), dysuria ("bladder or urinary problems or changes: uti"), mood swings ("hormonal changse-mood swings"), abdominal pain ("pain abdominal/still feel a lot of soreness and pulling : sore abdomen"), back pain ("pain back"), arthralgia ("pain joint"), abdominal mass ("tannis ball sized knot on my right side between my belly button and my 2017-120161 incision"), swelling ("right side has been swollen and bruised : swelling"), contusion ("right side has been swollen and bruised : bruised") and muscle strain ("still feel a lot of soreness and pulling : pulled muscle") and was found to have hepatic enzyme increased ("gastrointestinal or digestive system condition type-elevated liver enzymes"). The patient was treated with surgery (B)(6) 2017 by hysterectomy with bilateral salpingo-oopherectomy and total laparoscopic hysterectomy and bilateral salpingectomy- oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, coital bleeding, hormone level abnormal, hepatic enzyme increased, urinary tract infection, urine abnormality, perineal pain, dysuria, mood swings, abdominal pain, back pain, arthralgia, abdominal mass, swelling, contusion and muscle strain outcome was unknown, the pelvic pain, fatigue and alopecia had resolved, the vaginal haemorrhage and menorrhagia had not resolved and the dyspareunia and migraine was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal mass, abdominal pain, alopecia, arthralgia, back pain, bladder disorder, coital bleeding, contusion, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, hepatic enzyme increased, hormone level abnormal, menorrhagia, migraine, mood swings, muscle strain, pelvic pain, perineal pain, swelling, urinary tract disorder, urinary tract infection, urine abnormality and vaginal haemorrhage to be related to essure. The reporter commented: because the novasure ablation was going to be performed, the essure was placed where only 1 coil was visualized at the tubal ostia. In a similar fashion, an essure coil was placed on the patient's left side. At that point, attention was turned to endometrial ablation. He novasure device cavity length was 6.5 cm. Cavity width was 4.7 cm. Diagnostic results: on (B)(6) 2015, procedure: I. Hysteroscopy. 2. Essure tubal occlusion. 3. Endometrial curettage. 4. Novasure endometrial ablation. Findings: 1. Normal-appearing uterine cavity on hysteroscopy. 2 uterus did sound to 10 cm prior to ablation. Summary: patient with gravida 3, para 2, abortions 1 with a long history of menorrhagia. She was counseled on management options and wished to undergo endometrial ablation and essure tubal ligation. Surgical pathology report: final diagnosis: endometrial curetting¿s: disordered proliferative endometrium. No evidence of hyperplasia or malignancy. On (B)(6) 2016, she states the severity of pain is 6/10 on the pain scale and it has a dull, a sharp, and an intermittent quality. She also complains of bleeding after intercourse. Painful intercourse. On (B)(6) 2017, operative report: procedure performed: total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform. Preoperative and postoperative diagnoses: pelvic pain, foreign body in the uterus, left ovarian cyst, menorrhagia. Final diagnosis: right and left fallopian tubes: benign paratubal cyst right, bilateral paroximal intraluminal metallic coils consistent with essure devices. Gross description: extending from each cornua into the base of each fallopian tubes are coiled metallic wires consistent with essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming :device expulsion, menorrhagia, pelvic pain, dyspareunia. Medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media information received : new events abdominal mass right lower quadrant, right side has been swollen and bruised : swelling, right side has been swollen and bruised : bruised were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus") and pelvic pain ("pain") in a 45-year-old female patient who had essure (batch no. C69246,c59746,c68246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" and medical device monitoring error "essure placement and novasure endometrial ablation was performed on the same day.". The patient's past medical history included migraine, vertigo, headache, unwanted pregnancy, multigravida, parity 2 and abortion. Concurrent conditions included endometrial curettage, irritability, tension, anxiety, bloating, depressed mood, breast pain, tenderness, low back pain, ovarian cyst, heavy periods, anemia (mild.), excessive menstruation, metrorrhagia (frequent menstruation.), menstruation abnormal since (B)(6) 2015, lower abdominal pain since (B)(6) 2016, painful intercourse since (B)(6) 2016, post coital bleeding since (B)(6) 2016, right lower quadrant pain since (B)(6) 2016, abdominal pain since (B)(6) 2016, pap smear abnormal (for cervical cancer screening) since (B)(6) 2016 and gallbladder disease. Concomitant products included rizatriptan (maxalt) since 2017, thyrar (eutroid) since (B)(6) 2017, topiramate since 2009 and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient started topiramate 25 mg at an unspecified frequency. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2017, 1 year 7 months after insertion of essure, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), hepatic enzyme increased ("gastrointestinal or digestive system condition type-elevated liver enzymes"), urinary tract infection ("bladder or urinary problems or changes: uti"), urine abnormality ("bladder or urinary problems or changes: uti"), perineal pain ("perineal pain"), burning sensation ("bladder or urinary problems or changes: uti"), mood swings ("hormonal change-mood swings"), abdominal pain ("pain abdominal"), back pain ("pain back") and arthralgia ("pain joint"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy- oophorectomy) and surgery ((B)(6) 2017 by hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, coital bleeding, hormone level abnormal, hepatic enzyme increased, urinary tract infection, urine abnormality, perineal pain, burning sensation, mood swings, abdominal pain, back pain and arthralgia outcome was unknown, the pelvic pain, fatigue and alopecia had resolved, the vaginal haemorrhage and menorrhagia had not resolved and the dyspareunia and migraine was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, burning sensation, coital bleeding, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hepatic enzyme increased, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, perineal pain, urinary tract disorder, urinary tract infection, urine abnormality and vaginal haemorrhage to be related to essure. The reporter commented: because the novasure ablation was going to be performed, the essure was placed where only 1 coil was visualized at the tubal ostia. In a similar fashion, an essure coil was placed on the patient's left side. At that point, attention was turned to endometrial ablation. He novasure device cavity length was 6.5 cm. Cavity width was 4.7 cm. Diagnostic results: on (B)(6) 2015, procedure: I. Hysteroscopy. 2. Essure tubal occlusion. 3. Endometrial curettage. 4. Novasure endometrial ablation. Findings: 1. Normal-appearing uterine cavity on hysteroscopy. 2 uterus did sound to 10 cm prior to ablation. Summary: patient with gravida 3, para 2, abortions 1 with a long history of menorrhagia. She was counseled on management options and wished to undergo endometrial ablation and essure tubal ligation. Surgical pathology report: final diagnosis: endometrial curetting¿s: disordered proliferative endometrium. No evidence of hyperplasia or malignancy. On (B)(6) 2016, she states the severity of pain is 6/10 on the pain scale and it has a dull, a sharp, and an intermittent quality. She also complains of bleeding after intercourse. Painful intercourse. On (B)(6) 2017, operative report: procedure performed: total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform. Preoperative and postoperative diagnoses: pelvic pain, foreign body in the uterus, left ovarian cyst, menorrhagia. Final diagnosis: right and left fallopian tubes: benign paratubal cyst right, bilateral paroximal intraluminal metallic coils consistent with essure devices. Gross description: extending from each cornua into the base of each fallopian tubes are coiled metallic wires consistent with essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming :device expulsion, menorrhagia, pelvic pain, dyspareunia. Medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: urinary tract infection, urine abnormality, burning sensation, hepatic enzyme increased, mood swings, abdominal pain, arthralgia, perineal pain were added. Reporter, concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus') and pelvic pain ('pain') in a 45-year-old female patient who had essure (batch no. C69246, c59746, c68246 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos" and medical device monitoring error "essure placement and novasure endometrial ablation was performed on the same day." The patient's medical history included migraine, vertigo, headache, unwanted pregnancy, multigravida, parity 2 and abortion. Concurrent conditions included lower abdominal pain since (B)(6) 2016, painful intercourse since (B)(6) 2016, post coital bleeding since (B)(6) 2016, right lower quadrant pain since (B)(6) 2016, abdominal pain since (B)(6) 2016, pap smear abnormal (for cervical cancer screening) since (B)(6) 2016, menstruation abnormal since (B)(6) 2015, endometrial curettage, irritability, tension, anxiety, bloating, depressed mood, breast pain, tenderness, low back pain, ovarian cyst, heavy periods, anemia (mild.), excessive menstruation, metrorrhagia (frequent menstruation.) And gallbladder disease. Concomitant products included levothyroxine; liothyronine (np thyroid) since (B)(6) 2017, rizatriptan benzoate (maxalt) since 2017, topiramate since 2009 and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal/still feel a lot of soreness and pulling: sore abdomen"), back pain ("pain back") and arthralgia ("pain joint"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2015, the patient experienced fatigue ("fatigue/tired") and asthenia ("weak"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine/headache"), urinary tract infection ("bladder or urinary problems or changes: uti"), urine abnormality ("bladder or urinary problems or changes: uti"), perineal pain ("perineal pain"), dysuria ("bladder or urinary problems or changes: uti"), mood swings ("hormonal changes-mood swings"), abdominal mass ("tennis ball sized knot on my right side between my belly button and my (B)(4) incision"), swelling ("right side has been swollen and bruised: swelling"), contusion ("right side has been swollen and bruised: bruised") and muscle strain ("still feel a lot of soreness and pulling: pulled muscle") and was found to have hepatic enzyme increased ("gastrointestinal or digestive system condition type-elevated liver enzymes"). The patient was treated with surgery (B)(6) 2017 by hysterectomy with bilateral salpingo-oophorectomy and total laparoscopic hysterectomy and bilateral salpingectomy- oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, coital bleeding, hormone level abnormal, hepatic enzyme increased, urinary tract infection, urine abnormality, perineal pain, dysuria, mood swings, abdominal pain, back pain, arthralgia, abdominal mass, swelling, contusion, muscle strain and asthenia outcome was unknown, the pelvic pain, fatigue and alopecia had resolved, the vaginal haemorrhage and menorrhagia had not resolved and the dyspareunia and migraine was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal mass, abdominal pain, alopecia, arthralgia, asthenia, back pain, bladder disorder, coital bleeding, contusion, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, hepatic enzyme increased, hormone level abnormal, menorrhagia, migraine, mood swings, muscle strain, pelvic pain, perineal pain, swelling, urinary tract disorder, urinary tract infection, urine abnormality and vaginal haemorrhage to be related to essure. The reporter commented: because the novasure ablation was going to be performed, the essure was placed where only 1 coil was visualized at the tubal ostia. In a similar fashion, an essure coil was placed on the patient's left side. At that point, attention was turned to endometrial ablation. He novasure device cavity length was 6.5 cm. Cavity width was 4.7 cm. Diagnostic results: on (B)(6) 2015, procedure: I. Hysteroscopy. 2. Essure tubal occlusion. 3. Endometrial curettage. 4. Novasure endometrial ablation. Findings: 1. Normal-appearing uterine cavity on hysteroscopy. 2 uterus did sound to 10 cm prior to ablation. Summary: patient with gravida 3, para 2, abortions 1 with a long history of menorrhagia. She was counseled on management options and wished to undergo endometrial ablation and essure tubal ligation. Surgical pathology report: final diagnosis: endometrial curetting¿s: disordered proliferative endometrium. No evidence of hyperplasia or malignancy. On (B)(6) 2016, she states the severity of pain is 6/10 on the pain scale and it has a dull, a sharp, and an intermittent quality. She also complains of bleeding after intercourse. Painful intercourse. On (B)(6) 2017, operative report: procedure performed: total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform. Preoperative and postoperative diagnoses: pelvic pain, foreign body in the uterus, left ovarian cyst, menorrhagia. Final diagnosis: right and left fallopian tubes: benign paratubal cyst right, bilateral proximal intraluminal metallic coils consistent with essure devices. Gross description: extending from each cornua into the base of each fallopian tubes are coiled metallic wires consistent with essure devices. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records confirming :device expulsion, menorrhagia, pelvic pain, dyspareunia. Medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. New event added: weak. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.